Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more solution than intended. The tubing set was being used to deliver an unspecified IV solution. The cair clamp was being used to regulate flow. After an unspecified length of time in use, the customer contact reported the solution was, "coming out fast" and the pt had received more solution than intended. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned. All affected customer were notified via a device info letter dated sept 20, 2007.